Event description:
It was reported that after three balloons ruptured, 120404f was used and the balloon detached when the customer pulled the catheter out.

Manufacturer narrative:
Device has not been rec'd for eval at this time.